Event description:
It was reported that foreign material was present on the device. The target lesion was located in the right coronary artery. A 330cm rotawire was selected for use. During the procedure, the physician was able to wire the lesion with the rotawire. Then, the rotawire was changed out for a different rotawire and loaded the burr. Platforming was already performed outside the patient's body; however, the burr was unable to advance any further over the rotawire to complete procedure. The physician wiped the wire down. They looked up the rotawire and then noticed it had a black spec on it that looked like it was integrated into the wire or remote into the wire. The rotawire went into the patient's body, but the burr did not. The procedure was aborted due to this event. No patient complications were reported and the patient was fine. It was further reported that the black spec appeared to be a part of the wire.

Event description:
It was reported that foreign material was present on the device. The target lesion was located in the right coronary artery. A 330cm rotawire was selected for use. During the procedure, the physician was able to wire the lesion with the rotawire. Then, the rotawire was changed out for a different rotawire and loaded the burr. Platforming was already performed outside the patient's body; however, the burr was unable to advance any further over the rotawire to complete procedure. The physician wiped the wire down. They looked up the rotawire and then noticed it had a black spec on it that looked like it was integrated into the wire or remote into the wire. The rotawire went into the patient's body, but the burr did not. The procedure was aborted due to this event. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed no failure found as the device has no black spec on it. Dimensional inspection revealed that the overall length, outer diameter (od) of the distal tip, middle section and proximal section of the device were within specification.

Event description:
It was reported that foreign material was present on the device. The target lesion was located in the right coronary artery. A 330cm rotawire was selected for use. During the procedure, the physician was able to wire the lesion with the rotawire. Then, the rotawire was changed out for a different rotawire and loaded the burr. Platforming was already performed outside the patient's body; however, the burr was unable to advance any further over the rotawire to complete procedure. The physician wiped the wire down. They looked up the rotawire and then noticed it had a black spec on it that looked like it was integrated into the wire or remote into the wire. The rotawire went into the patient's body, but the burr did not. The procedure was aborted due to this event. No patient complications were reported and the patient was fine. It was further reported that the black spec appeared to be a part of the wire.